Event description:
When staff member went to change the tubing on the pump, it alarmed a system error and would not function. The pump was being rented at the time. The error was caused by a bad sensor.======================manufacturer response for sigma pump, sigma pump (per site reporter)======================the error was caused by a bad sensor.